Event description:
It was reported that patient's right ventricular (rv) lead exhibited high pacing impedance and noise oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.